Event description:
The manufacturer received information alleging a ventilator beeped then the air flow momentarily stopped. Then a second beep sounded and the air flow resumed. There was no harm or injury reported. No medical interventions were specified. The sales rep visited the site and confirmed there was no log indicating stoppage. A log indicating sd card was inserted was found though the sd card was always in inserted status. During the evaluation of the device at the manufacturer's service center the reported issue could not be confirmed. However, an occurrence of a reboot was confirmed in the downloaded error report. The main pc board was replaced. The software was confirmed to be version 3.6.2.